Event description:
A 65-yr-old female with tpn catheter in place had IV extension tubing break off in brown port of tpn catheter for unknown reason. Lumen to brown port clamped requiring tpn to be given through white port against hosp protocol.